Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to increasing incontinence. The aus was revised due to performance issues. During the revision, it was identified that there was a fluid leak at the junction of the tubing and the pressure regulating balloon (prb). The prb was explanted and replaced without patient complications.